Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received three no delivery alarms. Blood glucose was 484 mg/dl; treated with manual injection. Customer was unable to troubleshoot. She stated she changed the reservoir and infusion set and cleared the alarm. The reservoir would be replaced and returned for analysis.